Event description:
Allegedly the patient had a trauma that caused a hyperextension dislocation with tear of popliteal artery. The patient had an emergency surgery to repair the artery. As a result of the injury and surgery, the joint was very lax. The patient went from 12mm insert to 25mm. Great stability. Insert is being returned for wear analysis. (B)(4).

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.